Event description:
The buckles on multiple restraints did not click into place-they slide in and out without locking. Some of the buckles have snapped when patient is restless and/or agitated and pulls at limb restraints. One of the restraints actually ripped-the canvas that is sewn to outside of the black restraint ripped away. All of these issues occurred with the same patient. He is not aggressive, but he is 6 foot 2 maybe 6 foot 4, confused, disoriented, and very strong. Many staff have had near misses of being kicked or punched during patient care activities and with attempts to redirect and settle. Risk for injury with patient care persists when limb restraint fails.